Manufacturer narrative:
Investigation summary: bd received two (2) photos for investigation. Evaluation of the photos indicated that the cap had been molded incorrectly and showcased foreign matter on the cap. Additionally, 100 retained samples were visually inspected, and no molding defects or foreign matter were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - other and molded part has defects - sharp protrusions. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there is a molding defect with sharp protrusions and bits of plastic inside an unspecified number of tubes resulting in errors on the automated machine. No adverse impact was reported regarding the patient or user.